Event description:
Surgeon was turning the 20mm working length twist drill and approximately 14mm of the working length snapped off in the patient's mandible. The surgeon left the twist drill in.

Manufacturer narrative:
The microscopic investigation showed secondary cracks on the cutting edge resulting from a too high drill speed in combination with an insufficient cooling during the insertion of the drill into the bone.